Event description:
It was reported that the patient underwent a posterior lumbar fusion l4-l5 lumbar laminectomy with fusion and instrumentation with r hbmp-2/acs to address disk herniation and stenosis. The patient's post-operative period was reportedly marked by increasingly severe pain and weakness in his left leg. Allegedly, less than 48 hours after surgery, the patient had severe back pain and leg pain and was taken via ambulance back to the hospital for intravenous pain medication / morphine. Reportedly since surgery, the patient continues to suffer significant pain, cramping and spasms going up his back, leg and foot numbness as well as weakness in his left leg. Reportedly, the patient has developed "ectopic" or "exuberant" bone growth onto or around the spinal cord. The nerves are reportedly compressed by ectopic/exuberant bone growth or neural foraminal narrowing, resulting in pain, paralysis, spasms and cramps in the patient's legs, back and foot. The patient suffers continuous pain in his back and legs from everyday activities, such as sitting or standing for even small amounts of time. A MRI study conducted 3220 days post-op reportedly shows "evidence of right neural foraminal narrowing at l4-l5." The patient is reportedly disabled.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.